Event description:
Customer reported patient (pt) successfully completed hemodialysis treatment on 550 device. Healthcare professional (hcp) was capping off the catheter and the cap broke off. Hcp put a prn adapter over the luer-lock to seal it and placed a hemastat on the catheter tubing to ensure occlusion. Pt left unit to go to special procedures to have catheter fixed. Pt's vital signs were stable and no adverse signs or symptoms were exhibited or reported by pt during treatment. Technician reported "pt fell over in the waiting room." CPR was initiated and pt was "brought back after 45 minutes." Pt was admitted to hospital ICU, placed on a ventilator and was comatose. Pt was diagnosed via x-ray with an air embolism. The catheter was intact with noticeable air along the tunnel of the catheter. Catheter was placed approximately one month ago. Pt actual post-treatment weight was 78.1 kg. As of 1/01, facility representative reported pt was "up and around and discharged from hospital 3 days" following this event without adverse physical impairment from this event. Medical director and pt's physician are not contributing this event to baxter products.